Event description:
While drawing am labs off the patient's PICC line this rn went to flush the line that still contained blood. Our new IV extension sets require the flush to be precisely pushed in and lined up in order for it to flush properly. There can be times when the blood cannot be flushed completely and this may be hindering flow. Manufacturer response for syringe/vacutaner, baxterj one-link non-dehp mecrobore (per site reporter): the baxter rep is coming in to do an in-service with nurses.